Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation. It has not been received.

Event description:
It was reported that during priming, the bonding of the stopcock was disconnected, bad, or not bonded. Additionally, the customer stated that the line at the patient has been broken because of bad gluing. There were no reported adverse patient effects and no reported delay of critical therapy.

Manufacturer narrative:
One (1) 011-46113-62 monitoring kit was received for evaluation. Testing found the 52" arterial tubing was separated from the male luer. There appears to be sufficient solvent on the end of the tubing. A device history record (DHR) review was completed and no non-conformities were noted. The reported complaint of bonding separation near the stopcock was confirmed. The returned sample had sufficient solvent and the cause for the separation could not be determined.